Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two inpact admiral pta balloon catheters were used to treat the right sfa. Approximately 8 months post index procedure the patient suffered ventricular fibrillation and died sudden cardiac death. It was reported that the death was due to ventricular fibrillation.